Event description:
It was reported that the customer was hospitalized for high blood glucose of over 600 mg/dl. Troubleshooting was performed. The mother stated that the insulin pump alarmed while the infusion set was changed. Advised the customer to revert to back up. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.